Event description:
A patient reported that their system had multiple cracks around the cartridge and charging port areas, causing difficulty in charging and requiring multiple attempts to connect the cord. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.